Event description:
The radio-opaque marker broke off at the end of the introducer sheath of the catheter for the procedure. It migrated to the right pulmonary artery. Doctor was able to snare with a balloon catheter and remove. Preventing harm to the patient.